Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was not returned for investigation, however the receiver (sn# (B)(4)) that was being used with the sensor complaint device was returned for evaluation on (B)(4) 2014. A visual inspection was performed and found no defects. Functional testing was performed and there was no failure detected. The receiver was determined to be operating within the required specifications without malfunction. A review of the receiver data log did not confirm the complaint of cgm inaccuracy.

Event description:
Distributor contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. Distributor did not report any injury or medical intervention at the time of contact with dexcom technical support.